Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2021 via merlin.net transmission. Review of the transmission showed the implantable cardioverter defibrillator (ICD) was post-paced t-wave over-sensing. The physician brought the patient in clinic and made the programming changes to the ICD. The patient was in stable condition.